Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient did receive one positive curative test result. The patient's test sample barcode # (B)(4) was collected on (B)(6) 2021 at 12:04 edt. The patient's sample resulted in a viral CT value of 32.07, which is in the positive range. No corrections were made to this test report upon release to the patient. Sample barcode # (B)(4) was located on (B)(4) at position f2. Testing started on (B)(6) 2021 at 5:49 pm est and the result for this test was released on (B)(6) 2021 at 11:42 pm est as positive. Sample barcode # (B)(4) was located on (B)(4) at position f2. Testing started on (B)(6) 2021 at 5:49 pm est and the result for this test was released on (B)(6) 2021 at 11:42 pm est as positive. Per the clinical lab's investigation, (B)(4) contained several empty wells in positions a12, b7, b8, e11, f6, h7 - all of which displayed zero human or viral amplification. Two of the eight wells surrounding sample # (B)(4) were positive (position e1 viral CT 22.19 and position g1 viral CT 38.30). However, based on curative's resulting and reporting sop, we cannot rule this is as contamination since these positive samples were located diagonally from sample # (B)(4) and not directly above, below or to the left or right. Therefore, we believe, that results for sample barcode # (B)(4) were reported correctly. (B)(4) was created in plating using the (B)(4) method ((B)(4)), extracted using the (B)(4) method ((B)(4)) and reagent lot #s: tcep 5103, elution 211702, wash 200708, filter plate fg2141 and ethanol lot shbm9596), and then manually prepared for qpcr using a mastermix from batch 84. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation showed a true positive result.

Event description:
Patient received a positive and negative result. Patient believes positive result is not accurate and requested for the positive result to be removed from file.